Manufacturer narrative:
Final device analysis results revealed broken welds at bondwire pads. See scanned pages.

Event description:
The hcp reported no telemetry and early battery depletion. The neurostimulator was replaced.